Manufacturer narrative:
The meter involved in this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the returned meter failed testing. There was contamination found on the meter's pc board.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ping meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient the alleged issue occurred on (B)(6) 2011 at 6:00am. It is not known what specific diabetes medication the patient takes to manage his diabetes but the patient did state that he took 10 units of humalog immediately after the reported issue began. Two hours after the alleged product issue occurred, the patient claimed to have developed symptoms of being "thirsty and edgy". It is not known if the patient received any medical treatment in response to the symptoms. At the time of troubleshooting, the cca determined that the correct type of strips was being used and that the battery did not require replacement. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury.